Manufacturer narrative:
Updated section: g4, g7, h2, h6, h10 trackwise ID (B)(6). A lot history record review was completed for lots 25149760, 25149744, 25149717; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, harvesters complain of smelling burnt plastic smell during harvests.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, harvesters complain of smelling burnt plastic smell during harvests.